Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer observed issues with the mixer and buffer dispensing. The fse identified the failure mode as multiple hardware. The fse replaced the mix motors, mix bars, buffer valves, tubing, reference valves, pinch valves, and the sample probe which resolved the issue. The fse verified system performance, and the customer was satisfied. Section a2, a4 and a5: information not provided by customer. Section e1, initial reporter telephone number is(B)(6) the beckman coulter internal identifier is (B)(4)

Event description:
The customer reported the generation of erratic patient results for ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), on their au5800 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.